Event description:
It was reported that during a procedure using an ambient megavac 90 wand, the wand clogged mid-procedure. The clogging resulted in a 45 minute surgical delay, while a back up device was obtained. The procedure was then completed successfully without pt complications.